Event description:
The user facility reported that the capiox device involved had leakage. The user started priming as usual, and a leak at the water outlet was found. The user changed to a new oxygenator. The patient was reported to be safe. The procedure outcome was not reported. The final patient impact was not harmed.

Manufacturer narrative:
D6a: implanted date: device was not implanted. D6b: explanted date: device was not explanted. E2: health professional: unknown. E3: occupation: others. The investigation is currently ongoing. A follow-up report will be submitted once the investigation is complete. The manufacturing record and the shipping inspection record of the actual product found no anomaly. No other similar report of the product with the involved product code/lot number was found. Terumo medical products (tmp) (importer) registration no. 2243441 is submitting this report on behalf of ashitaka factory of terumo corporation (manufacturer) registration no. 9681834.

Manufacturer narrative:
This report is being sent as follow-up no. 1 to update section h3, and to provide the completed investigation results. Visual inspection of the actual sample found that the water port outlet of actual oxygenator was deformed from the outside to the inside. No anomaly such as damage was found in other sections. Leak test of the actual sample found that after connecting the tube to the water port on the actual sample, colored water was circulated. No leakage was found. After connecting the coupler to the water port on the actual sample, similarly colored water was circulated. No leakage was found. The water channel of actual sample was filled with colored water, the water outlet side was clamped, and pressure of 3 kgf/cm2 was applied from the water inlet side into the water channel. No leakage was found. The blood channel of actual sample was filled with colored saline solution, the blood outlet side was clamped, and pressure of 2 kgf/cm2 was applied from the blood inlet side into the blood channel. No leakage was found. The manufacturing record and the shipping inspection record of the actual sample found no anomaly. No other similar report of the product with the involved product code/lot number was found. Based on the investigation result, as a possible cause of occurrence, it was likely that deformation of the water port created a leakage path. However, since the leakage could not be simulated in the leak test, it was not possible to clarify the cause of this case. Relevant instructions for use (IFU) reference: "do not use an oxygenator and reservoir that leaks. Replace it with another capiox rx25 oxygenator and reservoir. (B. Priming procedure warnings)" "if the product is dropped during set-up, do not use it. Replace with another device."

Manufacturer narrative:
This report is being submitted as follow up no. 2 to provide a correction to section d4: UDI. The UDI was updated to match the correct format. Due to internal review, a correction was made to section d3.